Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedances( sli) measuring greater than 200 ohms when programmed distal to proximal coil. When programmed from the distal coil to the can the impedance measurement is 120 ohms. The physician decided to program distal coil to can and raise the out of range upper limit to 150 ohms. Technical services recommended to perform dft testing to make sure the new vector can convert. At this time, this rv lead remains in service. No adverse patient effects were reported.